Event description:
A cartridge alarm, specifically cartridge alarm 20, was reported during the load process, but there was no adverse impact on the customer¿s blood glucose level. Although cts assisted the customer in loading a new cartridge, the alarm recurred, preventing successful insulin therapy. As a corrective measure, cts decided to replace the pump and confirmed the shipping address for delivery without requiring a signature. The customer was instructed on how to store the pump and informed about the steps to take upon receiving the replacement. The customer was advised to return the malfunctioning pump to tandem using a pre-paid label within ten days and was aware of this requirement.